Event description:
It was reported by service report that there was broken plastic lock mechanism under the seat of the stair chair. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lock mechanism assembly.